Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olmypus was informed that during a therapeutic hip prosthesis procedure at an unknown date the esg-400 generator issued error message e433 and could no longer be used. The intended procedure was completed using another similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 17-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to the olympus iberia regional repair center (rrc) barcelona, spain (received at the rrc on 2022-04-12). The evaluation at the repair center confirmed the occurrence of error e433. This error message, which in this case was caused by a defect of the generator board, is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Therefore, this event/incident was attributed to component failure. Furthermore, the rrc found the generator¿s top cover and lower chassis to be deformed. Both issues are most likely caused by improper handling and can thus be attributed to user error. There is no causal relationship to the reported error message. A manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.